Event description:
No contact force information was displayed. Troubleshooting was performed, but the issue persisted. The tacticath se ablation catheter was replaced, which resolved the issue. There were no adverse patient consequences.

Manufacturer narrative:
Fsca number: (B)(4).

Event description:
During an atrial fibrillation ablation procedure, no contact force information was displayed. Troubleshooting was performed, but the issue persisted. The tacticath se ablation catheter was replaced, which resolved the issue. There were no adverse patient consequences.